Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulties appear to be related to procedural circumstances. It is likely the device interacted with the guiding catheter resulting in the reported difficulty to remove and subsequent deformation due to compressive stress (kinked shaft). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, moderately tortuous left anterior descending coronary artery. The 3.50x38mm xience alpine drug-eluting stent was implanted. Upon removal of the xience stent delivery system, resistance was met with the 6f guiding catheter and excessive force was used. The shaft of the xience delivery system was noted to bend while inside the guiding catheter and the guiding catheter was withdrawn. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.